Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device was reading too high and keeps alarming for low battery even with new batteries installed. The customer has also mention the unit is able to engage in patient monitoring. Additional information received from the customer says they compared the results against a newer rad-57 and obtained readings of 0. They also tested the unit on a total of 3 emt personnel and the captain obtained a reading of 5 on the emt and 7 on the captain. There was no known patient impact or consequences

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.